Event description:
It was reported to medtronic neurosurgery that the tubing below the burretrol at the access port had come loose. According to the report, the end of the tubing was cleaned and reconnected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).